Event description:
Reporter stated she had the er1 message about six weeks ago. Reporter did not compare with the color chart. Reporter repeated test with a blood glucose result of around 150 mg/dl. Reporter said she suspected her technique.